Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the therapy electrodes. Patient described the area as red and itchy. Patient does have an allergy to nickel. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a hydrocortisone cream by a physician. Follow up indicated that the patient has been using the cream and rash is better.